Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insertion occurred in the anesthesia dept. During removal of the guide wire the wire got broken - a piece of the wire remain in the patient. The remained wire could be remove from the patient.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the complaint was reported as during removal the guide wire got broken was confirmed. The customer returned one guide wire. Visual examination revealed the guide wire is broken from the distal weld and that the distal weld is missing from the end of the coil wire. The core wire remained in the j- bend shape and was kinked. Microscopic examination revealed discoloration and necking in the core wire near the break which indicates that the break was close to the weld. Microscopic examination also confirmed that the distal weld was missing from the end of the coil wire, that 4 kinks were observed in the wire and that the proximal weld was full and spherical. A manual tug test confirmed that the proximal weld was intact. The core wire measured 684mm, which meets the length specifications of 679 - 687 cm per the guide wire graphic and indicates that no additional pieces are missing. The outside diameter (od) of the guide wire measured 0.799 mm, which also meets the od specification of 0.788 - 0.826 mm per the guide wire graphic. The instructions for use, describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions other remarks: state that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and did not suggest any manufacturing related issues. A risk evaluation was completed for this complaint. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.